Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. In 2004 the pt presented with a ruptured aneurysm and plain films demonstrated that the proximal stent ring of the bifurcated stent graft appeared detached from the remainder of the device. Because pt's aortic neck had dilated to 30 mm, the physician implanted another manufacturer's bifurcated stent graft within the aneurx stent graft and created an aorto-uni-iliac system. No additional sequelae were reported and the pt is reported to be fine.